Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead exhibited high threshold. The patient has high lv output and was using up longevity of the device. Additional information received indicated that the suspected cause of the high lv output was due to chronic lead deterioration. This lead was surgically capped. No additional adverse patient effects were reported.